Event description:
It was reported that the customer had high blood glucose levels of over 500 mg/dl. The customer would like to participate in the voluntary recall of the insulin pump. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. It was reported that troubleshooting was attempted but the customer did not have any supplies with her at the time of call so the customer had to decline. The customer also reported taking medication for a heart ailment. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).